Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event was confirmed via x-rays and medical notes stating there was disassociation of the humeral implant of the left shoulder reverse type arthroplasty. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 110031400, mini tray +5mm cocr +0 offset, lot # 64599375, catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 507950, catalog #: 110031418, cr prolong 36mm brng std, lot # 64590245. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-01424.

Event description:
It has been reported patient underwent left shoulder arthroplasty. Subsequently patient was revised due to the tray disassociated from the stem approximately one month post primary implantation.